Event description:
Caller reported blood glucose results of 19.8 mmol/l on mobile system 1, 8.9 mmol/l on mobile system 2 within 10 minutes. Same strip lot used in both mobile monitors. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Medwatch with (B)(6) is mobile system 1, medwatch with (B)(6) is mobile system 2.